Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead was dislodged and exhibited loss of capture. The lead was capped. The patient was discharged.

Event description:
New information received noted that it was observed via fluoroscopy on the day of the capping procedure that the left ventricular lead was in the coronary sinus ostium.